Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic ercp procedure, the distal cover dislodged. The distal cover was removed as a foreign body from the patient's airway. The patient's condition is reported as stable. Further follow-up had been conducted and is currently pending for additional information. This report is 1 of 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- b5, h, h3, h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and the event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified the procedure was a endoscopic retrograde cholangiopancreatography for investigation of stones in the bile duct and removal of stents. The distal cap had to be removed as a foreign body from the airway requiring airway support. .additionally the cover was dislodged in the mouth or throat and removed manually or via the endoscope using grasping forceps. The procedure was completed, but with a 10-minute delay and extension of sedation time, requiring re-insertion of the scope to locate and retrieve the missing distal cover and to stabilize the airway.

Manufacturer narrative:
This supplemental report is being submitted for a correction to the b5 event details.

Event description:
Additional information received identified that the no reinsertion of scope was required. This device was in the airway and not in the mouth/throat, and was it removed using the endoscope and grasping forceps.